Manufacturer narrative:
A1-a5 patient information was not provided. H11 complaints database review revealed that similar events have been reported by other customers. Notably, throughout the reboot event , the pumps continued to operate fully, and the system remains controllable through the backup control unit with no impact on the clinical procedure. Essenz hlm reboot is a rare event and represents a recovery mechanism designed to restore cockpit functionality in the unlikely case that the system enters a state that cannot be recovered by software. This causes the linux operating system to reset the application to resolve the problem. By design, during the reboot, the heart-lung machine's critical functions, including pumps, alarms, sensors, and safety systems, continue to perform as expected. During the reboot, the cockpit screen shows the livanova logo and once the cockpit user interface is restored, the ¿last case¿ button enables users to retrieve all prior settings and proceed without any data loss. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event.livanova has in place a continuous improvement process in which enhancements and new functionalities are regularly integrated into essenz hlm future software revisions. These updates are part of the company¿s standard product lifecycle and development roadmap, rather than corrective actions tied to specific reported events. Devices in the field are typically updated to the latest software revision during scheduled periodic maintenance activities, in accordance with standard service procedures. This approach ensures that system remains current and helps prevent potential issues by proactively incorporating improvements over time. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that essenz hlm cockpit froze during procedure and rebooted. Reportedly the electronic gas blender (egb) had to be manually reset to its original values. There is no report of any patient injury.